Event description:
Hospital reports that respiratory therapist noticed delivered volumes to pt decreasing, minute ventilation decreasing, pt began to decompensate with decreasing oxygen saturations, respiratory therapist state unit did alarm and pt was manually ventilated with 100% oxygen and placed on another ventilator. Pt is stable with improved oxygenation status.